Manufacturer narrative:
This report contains supplemental information for mentor psr reference number (B)(4). Photo evaluation: upon visual inspection of the picture and video, it was observed to be intact inside a thick capsule. No anomalies were noted. A manufacturing record evaluation (mre) was performed for the finished device number 6806234, and no non-conformances related to the reported complaint condition were identified. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The lay community, the popular press and medical literature has raised the possibility that there may be an association between certain immunological-based diseases and silicone implants. The diseases most commonly mentioned include scleroderma, rheumatoid arthritis and syndromes which mimic systemic lupus erythematosus. Available information does not permit precise quantification of risk. Neurological problems have been reported in a small number of breast implant patients who also exhibit immunological symptoms. Mentor has completed extensive biocompatibility studies on the polymer materials used in manufacture and finished devices. None of these studies have shown any indication of inducing immune responses. Studies on carcinogenicity, mutagenicity, hemolysis, dna transfers, responses to particulate formation, etc. Have all shown these materials to be safe. Evidence suggests that such diseases or conditions are no more common in women with breast implants than in women without implants. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Reason for device explant and/or reoperation: autoimmune disorder and bilateral capsular contracture; baker grade IV. Manufacturer¿s reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number: (B)(4). It was reported that a (B)(6) year-old caucasian female underwent revision breast augmentation revision with 550cc mentor memorygel breast implant on (B)(6) 2014 and developed the following beginning (B)(6) 2018: extreme fatigue, entire body is inflamed, insomnia, memory fog, feeling of being disconnected, memory loss, depression, panic attacks, anxiety, shortness of breath, 3 month cough, recurring rashes, left side joint pain in wrist, elbow, shoulder and knee, back pain, ringing in ear, headaches and migraines, traumatic hair loss, unexplained rashes, dry brittle skin and finger nails, dry mouth, newly developed food allergies/ sensitivity, irritable bowels, constipation, digestive issues, unexplained weight gain, extreme mood swings, anger issues, auto immune systems, lupus, systematic sclerosis, rapidly declining vision, pain in both breasts, intermittent extreme pain in the left breast. The MRI show negative for a leak. The patient also suffered bilateral capsular contracture; baker grade IV. The patient underwent explantation without replacement on (B)(6) 2019. No product issue,such as rupture, was reported. This report is for the patient¿s left-sided device.